Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The cause was a breach in aseptic technique was further described as the patient did not wear a mask and the area was not clean before starting pd therapy. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment for the peritonitis with injection (inj.) Vancomycin, 1.5 grams (stat and repeat every 5th day, route not reported) and inj. Amikacin, 250 mg (alternate days once per day, route not reported). At the time of this report, the antibiotic treatment was ongoing. The outcome of the peritonitis was unknown. It was not reported if pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.